Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 09/19/2016. Results: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for stopper separation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: not confirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the green bd hemogard¿ closure is coming off from bd vacutainer® lithium heparin tubes, 4.0 ml draw, 13x75mm, during blood draws. No serious injury, blood to mucous membrane exposure or medical intervention was reported.